Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was unable to communicate with the implant while using the ins recharger, the patient programmer, and clinician programmer and that the patient was not feeling stimulation. Over-discharge was suspected. It was also reported that the patient's recharger would not charge and that the screen was going on and off. The desktop connector pin was loose. A new desktop charger was sent to the patient. Follow-up was conducted with the rep.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had a return of pain as they were unable to use stim. It was reported that the patient's ins was overdischarged. It was reported that the patient's recharger could not be used as it was broken and that a new one was on its way to the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer reported that the patient was supposed to call them after they received their replacement recharger to set up an appointment but that they had not heard from them and had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.